Manufacturer narrative:
The reported event of unexpected shutdown was confirmed. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the unexpected shutdown. After replacing the pcb, proper device operation was observed through functional and performance testing. Ventec further investigated the removed pcb and found that integrated circuit, designator u1208, was the cause for the device to unexpectedly shut down; however further cause could not be determined.

Event description:
The device was returned for an evaluation. Upon evaluation of the device, ventec observed that the device unexpectedly shut down while in use. There was no patient involvement.